Event description:
Upon inspection of the returned loner fit from the hospital, it was found that the stop pin of fixation pin was broken.

Manufacturer narrative:
Investigation in progress but not yet complete.